Event description:
Caller reported accidentally delivering too much insulin by completing the fill tubing step while connected to the pump. There was no reported adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.